Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user's caregiver reported that the user, a college athlete, experienced hypoglycemia while exercising with the ilet. The most recent event occurred on (B)(6) 2025 during a gym workout, with blood glucose (bg) reaching 50 mg/dl. The user treated with gatorade, and bg stabilized. The agent reviewed best practices for ilet use during exercise, including disconnecting if needed, and scheduled additional training with a trainer for further support. No external assistance or medical intervention occurred.